Event description:
It was reported that a pt underwent an obtryx mesh sling procedure in 2006. During the procedure, a urethral perforation occurred due to the misalignment of the deivces during procedure. Intervention was required to repair the perforation and a catheter was placed. The procedure was completed. The pt is being monitored by the dr and a full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.